Manufacturer narrative:
Evaluation summary: based upon the condition of the returned device, it appears as though the provisional was forced into an atypically tight fit. This is evidenced by gouging to the posterior tray interface geometry and by severe deformation to the anterior extraction holes. The device was confirmed to be in conformance both dimensionally and in terms of raw material propertied; therefore if the proper surgical technique was followed, one would not expect the device to sustain this type of deformation. As returned, the provisional exhibits damage to its anterior holes and adjoining areas. Device history records indicate all components were manufactured and inspected to specification. The device has a potential field age of approximately 1 year.

Event description:
It is reported that the provisional chipped, and the surgeon reported shavings coming off.